Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of heavy menstrual bleeding ('heavy menstrual bleeding, which has made her anemic') and blood loss anaemia ('heavy menstrual bleeding, which has made her anemic'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine fibroid, cervicitis and paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and migraine ("excessive migraine headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, blood loss anaemia, pelvic pain, medical device discomfort, abdominal pain, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dyspareunia, heavy menstrual bleeding, medical device discomfort, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy in device removal date: (B)(6) 2019. Concerning the injuries reported in this case, the following one/ones were described, in patient¿s medical record: pelvic pain. Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this time. Although, we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported, which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported. A technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation. Therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed, but considered plausible. No specific quality issue was defined. Therefore, no meddra llt can be provided. As a product quality defect could not be confirmed, but is considered plausible. A relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021, imdrf-FDA synchronization. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding which has made her anemic') and blood loss anaemia ('heavy menstrual bleeding which has made her anemic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), medical device discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and migraine ("excessive migraine headaches"). The patient was treated with surgery (removal). At the time of the report, the menorrhagia, blood loss anaemia, pelvic pain, medical device discomfort, abdominal pain, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, blood loss anaemia, dyspareunia, medical device discomfort, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: essure removal date added. Intervention required was ticked to event bleeding menstrual heavy. Indication of drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.